Event description:
Edms was used with catheter and white flakes appeared in the fluid that was draining. The entire set-up was immediately replaced and the fluid was tested. The white flakes were identified as an inert item (not living tissue).